Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement outside of the patient occurred. When the physician took the 2.25x20mm omega stent from the package, he found the stent had come off from the stent delivery balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is okay. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of an omega stent delivery system (sds) with no original packaging or other devices. There was not any blood or contrast visible. Stent struts were stretched starting at the ninth proximal row extending 1 cm past the distal markerband. There was no other damage to the stent. There was no damage to the sds. The reported stent dislodgement was identified as the stretched stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement outside of the patient occurred. When the physician took the 2.25x20mm omega stent from the package, he found the stent had come off from the stent delivery balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is okay. This product is only ous approved but it is similar to an approved us device.